Manufacturer narrative:
The pad device was installed on (B)(6) 2007 and operated successfully until (B)(6) 2011. After this date there are a number of self-test fails recorded due to a low battery. The pad-pak in the device at the time of the fails had expired a year previous to the fails. The device was disassembled and it revealed significant corrosion on the membrane tail indicating the device was being inadequately stored. The problem was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.